Manufacturer narrative:
Manufacturer¿s ref. No:pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm embolization procedure, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11151397) could not be deployed. It was reported that the enterprise stent did exit the tip of the microcatheter and that it was used in accordance to the instruction for use (IFU). The physician attempted to deploy the device twice but was not successful; he pulled back the stent and the microcatheter. There was no difficulty or inability to resheath the stent, no withdrawal difficulty/inability to withdraw the stent, however it was not known why the physician removed the stent and the microcatheter as a unit; the stent was still attached to the delivery wire when it was removed with the microcatheter from the patient¿s body. There was no damage on the stent or on the stent delivery system. It was reported that adequate and continuous flush was maintained through the microcatheter. The stent was returned to the introducer undeployed. The microcatheter was introduced into the patient with a new stent (competitor device) and the procedure was completed. The reported device issue did not cause any blood flow restriction / reduction. There was no procedural delay associated with the reported issue. There was no report of any patient adverse event or complication. The product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. There was no damage observed. The device underwent microscopic inspection; no damages were observed. Functional evaluation: a lab sample prowler select plus microcatheter was flushed using a lab sample syringe. The returned device was introduced into the prowler select plus microcatheter and advanced; there was resistance friction experienced during the advancement, but the device did pass through the microcatheter. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11151397. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that during the stent-assisted procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device could not deployed; the stent did exit the microcatheter tip but after two attempts, the physician could not deploy the stent. The product was returned and was observed without any damage. The functional test was performed on the returned device and there was a slight resistance/friction felt, the stent advanced through the lab sample microcatheter without issue. The stent was also withdrawn back into the microcatheter without issue. The customer reported issue could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 1/14/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The phone and email address of the initial reporter are not available / reported. The device component is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11151397. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm embolization procedure, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11151397) could not be deployed. It was reported that the enterprise stent did exit the tip of the microcatheter and that it was used in accordance to the instruction for use (IFU). The physician attempted to deploy the device twice but was not successful; he pulled back the stent and the microcatheter (unknown brand). There was no difficulty or inability to resheath the stent, no withdrawal difficulty/inability to withdraw the stent, however it was not known why the physician removed the stent and the microcatheter as a unit; the stent was still attached to the delivery wire when it was removed with the microcatheter from the patient¿s body. There was no damage on the stent or on the stent delivery system. It was reported that adequate and continuous flush was maintained through the microcatheter. The stent was returned to the introducer undeployed. The microcatheter was introduced into the patient with a new stent (competitor device) and the procedure was completed. The reported device issue did not cause any blood flow restriction / reduction. There was no procedural delay associated with the reported issue. There was no report of any patient adverse event or complication.